Event description:
After uneventful, successful placement of a PICC (peripherally inserted central catheter), the stylet upon removal was noted to have a partial fracture, approximately 5cm from the tip. Thankfully, the fracture was not complete as the entire stylet was noted to be present. Concern expressed regarding implications if the fracture had been complete.